Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device had a backed out door pivot screw and the door latch has never been replaced. There was no patient involvement.

Event description:
It was reported the device had a backed outdoor pivot screw and the door latch has never been replaced. There was no patient involvement.

Manufacturer narrative:
Omit: b17 device not returned, c20 no findings available. Correction: unique device identifier (UDI)#, PMA / 510(k)#. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the lvp door screw backed out was not confirmed; the external inspection did not observe a backed-out pivot latch screw. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, the test results measured the actual rate at 2.48ml/hr (-0.66% error). The specification for this test is +/- 5% error. No anomalies were found. A log review was performed on the last powered on the device on (B)(6) 2024, at 7:44:30 am. No errors were identified related to the reported event service bulletin 569 - product screws with thread lock coatings during a repair or pm of a pump module, biomedical technicians should examine the pivot latch screw. If the pivot screw appears to be loose or is beginning to back-out, the screw should be replaced with screw pn: tc10005634 and torqued to 10 in-lbs. Tip sheet - proper inspection of the alaris® pump module door. Inspect the pivot latch screw to ensure it does not appear to be loose or has not backed out. A properly installed screw will appear recessed into the screw hole and will not be flush with the outer casing of the door cover. Alaris pump modules with loose or backed out pivot latch screws should be removed from service and sent to the biomedical engineering department for repair. Replace the pivot latch screw if it is removed or loose. Do not reuse or tighten the same pivot latch screw. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center. The device was opened during the investigation, please ensure proper assembly and torque screws as required. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the damage parts based on investigation findings. Left iui had slight corrosion green spots, the sear was observed cracked, rear case was observed with dents in the top right corner. Root cause: the root cause of the reported lvp door screw backed out was not able to be identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing did not observe the pivot latch screw backed out.